Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint for this connection issue complaint is not confirmed because a batch review could not be performed, the sample was not returned to baxter for evaluation. The patient reported that the supply bag accidentally disconnected, but there is not enough information to determine a cause for this connection issue. The assignable cause is supply bag disconnected without falling.

Event description:
The customer contacted baxter's service center reporting a supply bag that disconnected from the cassette during fill on the homechoice (hc). The home patient (hp) stated he had the machine setup and the supply bag became disconnected. The hp needed to end therapy and start over with all new supplies. The home patient (hp) had cycle the power, the fill volume (fv) equaled 2201ml. The global technical service representative (tsr) had the hp down arrow to end therapy and press enter. The hp stated that he could end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported.